Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. An investigation of the device manufacturing records was conducted and verified that there were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The facility name of the initial reporter is (B)(6). A clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported event of chest pain and subsequent diagnosis of a non st elevated myocardial infarction (nstemi). Based on the provided information, it is unknown if a causal relationship exists between the use of the liberty cycler and the reported adverse event. There is currently no allegation against any fresenius products involved in this event. There is a possible association between the nstemi event and the patient's complex medical history which pre-disposes the patient to subsequent cardiac complications. Although a direct causal relationship could not be confirmed, a temporal relationship between the patient's pd treatment and the adverse event remains. Should additional new information be made available this clinical investigation will be reevaluated. The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient experienced chest pain coincident with peritoneal dialysis therapy. It was unknown if the patient was connected for therapy when the symptoms initially began. The pain spread to the patient¿s left jaw and shoulder. The patient was hospitalized for the event and underwent a cardiac catheterization and stent placement due to indications of a non st elevated myocardial infarction (nstemi). The patient continued with peritoneal dialysis therapy throughout their hospitalization. Additional treatment was unknown. After a week, the patient was discharged from the hospital but was readmitted two days later with continuing chest pain following the stent procedure. Treatment information during the second hospitalization was unknown. The patient was transferred to a rehabilitation facility where they stayed for fourteen days before being discharged home. The cause of the chest pain and subsequent diagnosis of nstemi remains unknown. The patient has been able to continue with peritoneal dialysis therapy without further reported complications. Additional information was requested but was unavailable.